Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the patient who underwent neurosurgical procedure was very reactive to the ett when disconnecting the ventilator. Patient cough and vomited. Patient was reintubated.